Event description:
The sheath was placed and the patient experienced the first bradycardia episode thought to be due to hypoxia. The anaestesiologist then modified the intubation lead position; the treatment was on left superior pulmonary vein. Ten minutes later, bradycardia and cardiac pause were experienced while the doctor was positioning the sheath at the right superior pulmonary vein. The patient then experienced tamponade perhaps due to the agilis device or to the ep catheter (not a sjm device).